Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: air in line alarms detailed inquiry description: a repeated air in line alarm was reported on an infusomat pump. Upon examination of the set air bubbles were present near the air sensor. The tubing was noted to be kinked upstream of the air sensor. An additional kink was seen just below the drip chamber. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three photographs were provided for evaluation. The photographs were evaluated and revealed bubbles present in the tubing. No kinks were observed. Based on the data from the investigation, the reported defect was confirmed. However, we are unable to determine the root cause of the reported incident based on the three photographs provided. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.